Event description:
It was reported that this pacemaker device exhibited t-wave oversensing and noisy signals. Technical services (ts) reviewed and was concern if the patient undergo any type of procedure at the time of time of this event. It was noted that ventricular tachycardia (vt) and atrial tachy response (atr) episodes were all within 2 minutes of each other and it all appeared to be within a week of the implant. Ts stated that the fractionated signal in the vt episodes could be a pacing spike and the r wave. The device remains in service. No adverse patient effects were reported.